Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
The patient tolerated the procedure well without any complications. The patient was discharged home on pod #7 in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 12 years and 10 months due to valve deterioration in (B)(6) 2016. The tavr was performed with a 23mm non-edwards transcatheter valve with excellent results and significant improvement in his symptoms. No other details were provided.